Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, that the short dhs connecting screw shaft had broken, the threaded end has sheared off inside the lag screw. There were no reported patient consequences or delays in surgery. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.